Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. The available information that was evaluated suggests that this is not a device related incident.

Event description:
Both tibial inserts revised for patient after treatment for infection in the knees.